Manufacturer narrative:
Evaluated one opened/used reservoir. Inspected the reservoir, snap-cap, and septum for anomalies. None were found. Ran the occlusion test as follows: reservoir filled with diluent, and connected to a new infusion set. Installed the reservoir and the connector into an insulin pump. Performed the manual prime and fluid did flow through the infusion set and out the catheter tip. Conclusion: the reservoir was not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported by the customer that their insulin pump was alarming no delivery. During troubleshooting, customer was asked to perform a fixed prime of 5 units of insulin. Customer states the insulin did exit. Next, customer was asked to manual prime of 5 units of insulin. Customer stated insulin exited the device but there was greater than normal resistance. Advised customer to replace infusion set and reservoir. Customer's blood glucose level was 424 mg/dl at time of reporting. Nothing further reported.